Event description:
The manufacturer received information alleging a ventilator's airflow delivery was incorrect. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's tubing between the flow sensor assembly and sensor board was disconnected. The tubing was reattached to address the issue.